Event description:
According to the reporter: at the fixation of the mesh with the suture, there occurred holes at several places. The customer used then a pco mesh. The mesh sample was disposed of.

Manufacturer narrative:
(B) (4). (B) (4). There is no 510k number as this product is not sold in the united states. However, it is similar to other products sold in the united states.